Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements of 0 ohms. Technical services (ts) contacted the field representative to determine if any concomitant devices were involved due to spikes in the qrs complex on the electrogram. The field representative and ts discussed that the posture and pacing of the concomitant device may have coincided with the out-of-range shock impedance measurement since measurements were previously within range. The field representative later confirmed a ccm had been involved and was the cause, also noting that a manual transmission was completed the next day and measurements returned to normal. The patient will continue to be monitored. No adverse patient effects were reported. This ICD remains in service.